Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pump was alarming prematurely. It was also reported that, per pump logs, a pump motor stall and tube set message had occurred. No dye or rotor studies were performed. The pump was replaced on the date of this report. It was indicated that there was no patient injury and the patient recovered without sequela. As of (B)(6) 2015, the patient was doing well. The event date was reported to be the date of this report. The device system was used to deliver fentanyl 200mcg/ml at 24.98mcg/day. Patient symptoms and the type of premature alarm were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that the patient experienced increased pain. The cause of the alarm was a motor stall. The stall did not recover. A manufacturer representative was notified and the patient was given extra oral medication.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The stall was due to gear wheel three. (B)(4).